Manufacturer narrative:
The device has not been received to-date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the video system center monitor was unable to display an image; however, during a video call with the customer the same day, an olympus field engineer observed the customer was having intermittent image issues. The event occurred during preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer interview. We interviewed the customer and obtained the information of the initial reporter. Update field are e1, e2 and e3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results and legal manufacturer¿s investigation. The device was received for evaluation in olympus india. The evaluation confirmed that there was no image showing on monitor due to heavy noise and flickering image was attributed to a faulty main board. In addition, there were other findings observed during the evaluation of the device and they are as follows: receptacle is loose, and its pins were bent, front panel has multiple cracks, screws cannot be fixed into it with proper torque, and the power switch was found deformed. The device was serviced and returned to the user facility. The device was not forwarded to the manufacturing branch center (mbc) for further evaluation. However, mbc reviewed the device history record (DHR) and found no irregularities during the manufacturing of the device. Mbc¿s investigation was based on the information contained in the evaluation performed by the local service center in olympus india (omsi). Mbc was unable to determine the root cause of the mainboard to become faulty. However, the instruction manual instructs users ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons.¿